Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not connected properly. Additional information indicated that the rv lead did not have capture at maximum output. The patient was scheduled for lead revision. To date, the lead remains in service. No adverse patient effects were reported.